Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the facility¿s charge nurse (cn). The blood leak was reported to be internal, and visually observed within the dialyzer. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was returned with the corporate provided blood port and adapter caps attached. Blood was present in the header caps. During gross visual examination, a potted fiber fragment was observed on the cavity ID end at approximately 20° with the dialysate ports situated at 0°. The fiber fragment was approximately 1.06mm in length, and the opposing end was not identified. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The leak was confirmed due to a potted fiber fragment. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the facility¿s charge nurse (cn). The blood leak was reported to be internal, and visually observed within the dialyzer. A blood test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.